Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2009 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that a critical pump alarm due to motor stall was heard and was confirmed by telemetry. Pump logs showed a motor stall on 2015 (B)(6) with recovery on 2015 (B)(6) as well as a motor stall on 2015 (B)(6) at 12:19. No tube set message was recorded. There was no magnetic resonance imaging (MRI) and the cause of the motor stall was unknown. The patient felt withdrawal symptoms and heard the alarm. Symptoms included spasticity, nausea, and restlessness. The patient was taking oral medications including norco to help with the symptoms of withdrawal. The pump was programmed to minimum rate and the patient was brought back to the clinic to permanently turn off the pump. The patient later returned to the clinic to have the pump removed. The patient did not want the pump replaced. Patient outcome was recovered without permanent impairment. The device system delivered dilaudid. Additional information has been requested but was not available at the time of this report.